Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that insulin gauge displayed amount different than expected, showing 0 units instead of caller¿s expected 260 units while caller experienced fill estimate issue without any related pump alarms. There was no reported impact to the customer¿s blood glucose level. Caller had not removed air from cartridge, so technical support educated caller on completing air removal, guided caller through filling and loading new cartridge, and caller chose to monitor pump and follow up if necessary without performing suggested test bolus.